Event description:
Pulmonetic systems, inc. Received an emial from a presentative of hospital in 2002. The representative reported the following problem: inop during operation without alarm. Unable to restart. No patient harm reported.